Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures. Test for hi-pot failed due to procedural damage at the middle region of the lead. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited high capture threshold that led to loss of capture. The physician attempted to reposition the lead with the same result. The right ventricular lead was removed and replaced. The patient was in stable condition.